Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has pain from surgery. The device is off. He is having a difficult time swallowing and is not eating. The patient has been in the hospital and his vocal cord is damaged and he cannot swallow well and has a feeding tube. Family is considering removal based on the post-op issues. No known surgical intervention has occurred to date. No additional relevant information has been received to date.